Event description:
Post coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent was placed in the right coronary artery. A thrombosis occurred however the length of time post procedure is unknown.